Event description:
Boston scientific received information that an xray revealed that this left ventricular (lv) lead was fractured. The lv lead exhibited pacing impedance measurements greater than 2,000 ohms and no capture at maximum outputs. The lv lead was programmed off, with right ventricle (rv) only pacing. An invasive revision procedure was performed and the lv lead was surgically abandoned. A second procedure was to be performed to implant a new epicardial lead. This lv lead was ultimately explanted. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that this lv lead was ultimately surgically abandoned.

Manufacturer narrative:
At this time, the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.